Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and oversensing was observed. Lead was explanted. There were no adverse consequences to patient.